Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement (vial of test strips had been sent). Note: manufacturer contacted customer in a follow-up call on 17-aug-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer initially reported complaint the true metrix meter did not power on when a test strip was inserted. During the call, the true metrix meter powered on using the power button and when a test strip was inserted. A blood test was performed by the customer fasting and produced test result of hi using true metrix meter; customer was concerned with the result obtained. The customer¿s expected am fasting blood glucose test result is 101 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2022 and test strips were opened three days prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 01-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.